Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two was were used. They started with a double curve was and realized quickly that the shape wasn't right so they switched to the single curve was. The second was was in use when the thrombus occurred. The patient was discharged the day after the procedure with no neurological effects and was reported to be doing well.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07888. It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The physician was not able to access via the femoral vein. They opted for a transhepatic approach via the liver to reach the inferior vena cava. It was noted the patient had heparin induced thrombocytopenia. Angiomax (bivalirudin) was administered for anticoagulation as heparin was not able to be used. A watchman access system (was) was used to deploy a 30mm watchman laa closure device in the laa without issue. After deployment, a small thrombus was noted on the face of the closure device and sort of hanging off the delivery system. The physician opted to release the device after confirming it met criteria. He then attempted to aspirate the thrombus into the delivery system, but was not able to. The system was pulled across the interatrial septum back to the right atrium and it was noted there was still a small thrombus hanging off the interatrial septum. It was further noted the thrombus was still present when the echo probe was removed at the end of the procedure. The patient was monitored for about an hour and then transferred to ICU for frequent neurological checks. There were no neurological complications. The patient status was fine and they were discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a follow up echocardiogram in (B)(6) 2016 revealed the thrombus that was present during the procedure had resolved in (B)(6) 2018 the patient presented to the hospital with leg pain. An embolic event caused ischemia to the leg. A transesophageal echocardiogram (tee) revealed thrombus on the watchman device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient underwent arterial bypass surgery to allow for blood flow to her affected leg. The patient was not on any anticoagulants at the time of the embolic event. The patient was discharged from the hospital and is undergoing physical therapy.